Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the catheter revision kit, verification of all final testing performed by/on the catheter revision kit, verification of sterilization, and packaging for subject catheter revision kit was performed. The review did not identify any non-conformances, issues or capas associated with catheter revision kit function. Device was discarded and not returned for additional evaluation and investigation. It was determined that the catheter was exposed due to the patient's incision not healing. Clinical specialist (cs) stated that the patient is very thin and doesn't have a lot of skin. Cs stated that the patient has an area of skin that isn't healing because of an area of deadened tissue. Physician reportedly does not know exactly what caused the issue. Please note, this patient has had prior issues captured in MFR 3010079947-2021-00054, MFR 3010079947-2021-00055, MFR 3010079947-2021-00080. Internal complaint number: (B)(4).

Event description:
Information was provided that reported a catheter revision occurred due to the catheter being exposed. Patient initially presented with redness and low back pain. The patient had about two centimeters of tissue removed from the catheter site and no discharge was noted. The incision was then closed. Additional communication confirmed that the patient's catheter was replaced due to the tissue deadening and wound dehiscence, leading to the exposure. The original catheter was discarded after the replacement surgery.